Event description:
It was reported, "pt had a fall three (3) months ago followed by a minimal trauma (stabbed his toe) in 2008. This resulted in stem fracturing and a revision of femoral component occurred.